Event description:
Facility advised the pt was found with head through right head siderail with face pointing down. Pt had pushed siderail pad down and stuck head through opening in siderail. Family requested no autopsy report.